Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked during patient infusion from an unspecified location. The set was filled with 78.5ml of 5-fluoruracil and 21.5 ml of glucose 5% to a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 3, 2020 - march 4, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.